Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 2:00am due to diabetes but it started from congestive heart failure and blood glucose today was 275 mg/dl. The customer's blood glucose go crazy because congestive heart failure caused high blood glucose issue. The current blood glucose is 127 mg/dl. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.